Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for a 38-year-old male. The following results were provided: (B)(6) 2026, sid (B)(6), initial troponin result= 419.8 pg/ml, the patient was readmitted and went through a stress test and a 1 hour troponin test, sid 096108, with a result= 6.2 pg/ml. The initial sample was repeated on (B)(6) 2026 with result= 5.7 pg/ml and again on (B)(6) 2026 with result= 5.8 pg/ml. There was no further impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. The complaint investigation for a falsely elevated alinity I stat high sensitivity troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of a retained reagent kit of the complaint lot number. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 85393ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of tracking and trending for the product and the complaint lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency the alinity I stat high sensitivity troponin-I, lot number 85393ud00, was identified.